Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the surgery was completed with a second device. There was a 5 minute surgical delay in order to swap the devices. The surgical technique was utilized. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the two rigid packagings were split thus breaking the sterility of the implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.